Manufacturer narrative:
One device was received for evaluation. Customer complaint about error code 41786 was confirmed through functional testing. After a 10 day charge the pump was reevaluated and performed and passed all functional testing. No further repairs needed for this device. Visual and functional testing was performed. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found confirms error code. All functional test of the device passed. The probable cause of the reported problem unknown.

Event description:
It was reported that during testing, the pump was not turning on and was beeping continuously. There was no patient involvement and no harm.